Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the patient reported she was unable to use the device because she was unable to hold glasses, it made her shake too much. Symptoms were noted as shaking, "it for the most part kept me in bed and I did not want to be in bed I was looking to have a life." Steps taken to resolve the issue were noted as she discussed having a pain pump and this seemed to be helping much better. The patient believed that the few adjustments she had just made things worse, and she had been in so much pain. Now that she has the pain pump it seemed to be working much better, but it has been a work in progress and trying to get the right adjustments.

Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for spinal pain reported their stimulator wasn't working. No interventions or outcome were reported related to this event. Additional information has been requested. If additional information is received a follow-up report will be sent.

Event description:
Additional information received from the healthcare provider reported that the spinal cord stimulation hadn't worked for six months and the patient was going to have an MRI.